Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown philos plate system/ unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). Retrieved october 14, 2015. (B)(4). During a study period of 3 years, 30 patients treated with angular stable plates, philos plate, for age, gender, fracture type and handedness (dominant or non-dominant) to 30 patients treated using the humerus block. This is for a (B)(6) male, implanted with a philos plate, with a 4 part type fracture. Patient had a secondary screw cut-out due to varus collapse, patient was treated with reosteosynthesis at 6 weeks after initial surgery. This report 1 of 10 for (B)(4). This report is for an unknown philos plate system.